Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a damaged insulation due to abrasion on the distal part of the lead. Further analysis did not reveal any irregularity that may have contributed to the reported dislodgement of the lead. In particular the mechanical analysis was properly feasible. The manufacturing process for this device was re-investigated. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.